Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It was received for analysis thirty-one unopened samples of product. The complaint sample was not returned for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed, and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown surgery in 2019 and the suture was used. It was also reported that the needle was acting like a control release suture because the suture kept popping off the needle while suturing. There were no patient consequences reported.